Event description:
Consumer called to report being unresponsive when his friend found him. Had to call emergency medical techician for assistance. When they tested his blood, his reading was 18. Believes the bd meter is not reading accurately.